Event description:
The hcp reported the pt was seen in the e.r. With "possible itb overdose." The pt was hypotonic, hypothermic, and drowsy. The hcp stated there were no recent programming or refills done. A follow up report will be sent when additional information is received.